Event description:
Reporting status malfunction. Reporting rationale stent dislodged/ no medical intervention, has contributed to patient injury previously. Device issue stent dislodgement. It was reported that when the stent delivery system (sds) was being prepped for the procedure, the stent dislodged inside the orange protective sheath another vision stent was used to complete the procedure. Reportedly, there was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis of the device revealed that the sds was returned with blood on the balloon. There was contrast in the balloon, in the inflation lumen and on the shaft. Neither the protective sheath nor the stent were returned with the sds. There were crump marks on the balloon between both markers. The balloon was returned loosely folded. There was a kink in the shaft 16.6 cm proximal to the proximal seal. There was no other damage to the catheter noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged inside the protective sheath during preparation for use. The analysis confirmed that the stent had dislodged, but was not returned and neither was the protective sheath. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacturer. Stent outer diameter if verified 100% at the time of manufacturer and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. The only damage to the returned sds was a kink in the proximal shaft. There was no mention of this in the incident and likely occurred as a result of handling during the packing of the device for shipment back to abbott for evaluation. Based on the available information, a conclusive root cause cannot be determined for the stent dislodgement. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.